Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Additional information was provided by the facility: post deployment the xt valve had grade iii (severe) paravalvular leak (pvl). The exact valve position post deployment is not available, but it was reported that the valve was deployed at the intended position. Post dilatation was not performed in lieu of the patient¿s age and condition. By the end of the procedure there was severe pvl and no central leak. The degree and location of the native aortic valve calcification were not available. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause of the severe pvl post deployment of the thv valve is unknown, as risk factors for pvl (e.g. Valve position, aortic annulus calcification). There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(4) post-marketing surveillance reporting system, 45 days post deployment of a 23mm sapien xt valve, the patient was re-admitted with congestive heart failure (chf) nyha class I due to aortic insufficiency. Reportedly, the device relationship to the event was unknown. No adverse event occurred during the initial tavr procedure and the patient was discharged on pod9. After 2 months from the procedure date, the outcome was reported as improved. During the 6-month follow-up visit, the patient was found to still have chf nyha class I, but no adverse event was reported.